Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Yann goueffic 2026 ,performance of stenting in femoropopliteal disease: a systematic literature review and meta-analysis of proportions the article is a systematic literature review and meta-analysis (141 studies, 35,897 patients total) evaluating stents for femoropopliteal peripheral arterial disease (pad). Patients had superficial femoral artery or femoropopliteal lesions. Overall population characteristics (pooled across all stent types): mean age 70.9 years (range: 63.3¿80.05 years); 69.6% male; 35.2% with chronic limb-threatening ischemia (clti). Mean lesion length was 153.1 mm (range: 37¿330 mm). Zilver ptx-specific studies (24 studies at 12 months / 12 studies at 24 months, totaling ~4,740 patients) showed similar demographics and included both short (<150 mm) and long (=150 mm) lesions, with varying chronic total occlusion (cto) rates. 12-month tlr zilver ptx =12.99% 24-month tlr zilver ptx = 14.16% this complaint will conservatively capture loss of patency requiring tlr intervention. As it cannot be confirmed how many patients required tlr this complaint will capture 1 event. Required intervention